Event description:
The customer ran blood glucose tests on 2 contour usb meters and received readings that were 30-40 mg/dl apart. The specific results were not provided. Depending on the actual readings, the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not replaced.

Manufacturer narrative:
Device information was not provided, so manufacture date could not be determined.